Event description:
On (B)(6) 2022, an amazon customer commented that the product was negative. The reporter's daughter had covid she took this test to return to work. She took both test and they came back negative. A day later she ended up taking another test and it showed positive. She took 2 more test all positive. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as pcr test results and product information (lot #, expiration date, etc.).